Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy of 8.7 percent. The event occurred during testing, and date of event was unknown. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: product received date 7/11/2024. H3: one device was returned for repair in used condition. This device has not been serviced in the past 12 months. Visual and functional testing was performed. Found worn downstream occlusion (dso) and worn upstream occlusion (uso) seal. No applicable evidence to review in event history. Reported failed accuracy test (B)(4) was not confirmed by accuracy test and tests were within specification. Trimmed expulsor, replaced main board, dso, uso seal, keypad, overlay, rear label and bottom label wide. The device passed all functional tests.